Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during multiple supply changes the customer would be prompted to perform the fill tubing step after the load process had been completed. The customer could not recall whether they had accidentally selected "fill tubing" instead of "done" and if this could have caused the issue. As the issue was not currently occurring, tandem technical support could not perform troubleshooting to determine the cause of this issue. There was no impact to the customer's blood glucose level.